Event description:
It was reported that patient underwent a wrist procedure utilizing a screwdriver on (B)(6) 2012. During the procedure, the tip of the screwdriver fractured upon insertion of the screw. The fractured piece was retrieved from the patient and the procedure was completed.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. The following sections could not be completed as a result: lot number and expiry date. Manufacture date - prior to (B)(6) 2008. Evaluation of the returned device found the fracture artifacts suggest the fracture is a result of torsional overload. Further, a new design was implemented in (B)(6) 2008 to address the issue and the amount of torque that can be transferred is greatly reduced. Based on the information, this driver was manufactured prior to (B)(6) 2008 and is now obsolete. (Note: biomet, inc. Acquired the trauma product line from depuy orthopaedics, inc. (Depuy) on (B)(6) 2012 (closing date). Pursuant to the written agreement between biomet and depuy, biomet agreed to be responsible for regulatory reporting for events which occurred after the closing date regardless of the entity that actually manufactured the product or actually sold the product to the healthcare provider. Because the product that is the subject matter was manufactured before the closing date, please be advised that the subject product was manufactured by depuy and not biomet.) Depuy also sold the product that is the subject matter to the healthcare provider involved.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.